Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had tingling in their arms. The patient was not sure if it was related to the implant and stated that they had it prior to implant. When the patient turned off the ins, the tingling stopped and the issue was resolved. No further complications are anticipated. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that three days after post-op programming, the patient started experiencing "jitteriness" and anxiety. The patient was running their device at a very low intensity and had tried three existing programs using evolve programming, but the symptoms did not resolve. It was noted the patient's psych medications had recently been adjusted. The patient ended up turning their device off for nearly a week and then the symptoms resolved. No device allegations were reported. A rep met with the patient and checked impedances and connectivity all of which were within normal limits. The ins was reprogrammed; given new programs and will try low density / conventional stimulation for a while to see how that works for the patient. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the patient had a replacement of full system. Plan was to replace ipg only due to previously described issues. However, it was noted that the leads had migrated down one vertebral level and this was too low for the coverage the patient needed. Ipg to be returned to manufacturer however leads were cut by doctor and will not be returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. If information is provided in the future, a supplemental report will be issued.